Event description:
On 1/11/1998 novo nordisk a/s received a novopen 3 device from holland with the complaint that the pen is defective (doesn't function smoothly). There was no indication of an adverse event. Result and conclusion of manufacturer's investigation - on 1/26/1998 the quality assurance department established that the collar on the piston rod nut was broken off. A dose accuracy test could not be performed as it was almost impossible to perform the air shot procedure and the pushbutton could not be fully depressed and stopped at 1 iu. Conclusion - the fault "collar on piston rod nut broken off" was classified as a reportable malfunction on 1/26/1999.